Event description:
A report was received that the patient had infection at the pocket site. Symptoms include fluid and redness. The physician believed it was a boil and was not device related. The physician wanted to keep the area clean and the patient was prescribed with antibiotics. No further course of action will be taken.